Event description:
Patient was having a zenkers diverticulectomy procedure. Surgeon used a new covidien stapler (stapler intnl 16cmx4mm unv vasc covdien egiaustnd) along with stapler reload (signia small diameter curved tip intelligent reload). This stapler is used to clamp, staple, and cut the small pouch in the esophagus and this is done with a special laryngoscope. He used this stapler and reload 3 times due to it not grasping the tissue or functioning well. On the 3rd attempt it appeared to function correctly. After the procedure patient was sent to CT for a swallow evaluation. CT confirmed free air along the esophagus and in the neck. Surgeon believes the stapler clamped and cut the tissue, but didn't staple appropriately or at all causing a leak in the esophagus. Patient had to be taken back to operating room to have neck exploration and drain placement. Free air in the soft tissue planes in the retropharyngeal space and extending somewhat superiorly and inferiorly into the superior mediastinum suggesting perforation, possibly of the zenker's diverticulum or other structure in this region. Associated extravasation of free air into the adjacent soft tissue planes. Tiny amount of contrast extending inferiorly along the right side of the trachea presumably from the zenker's diverticulum region. There is a tiny right anterior/superior apical pneumothorax. Very small or tiny right more than left pleural effusion. FDA safety report ID# (B)(4).